Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the act button on the insulin pump does not respond properly and they have to press it harder that the other buttons. No significant events leading to the keypad issue. Blood glucose value was 95 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened and creased button dome switch. The insulin pump had cracked reservoir tube lip and minor scratched display window.